Event description:
A consumer reported she received the essure coil implants and suffered complications (not otherwise specified) and horrible pain over a span of two years that eventually led to a hysterectomy with removal of essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
.